Event description:
Adverse event(s): "corneal edema" (corneal edema). Product problem(s): "no system problem reported" (no known device problem). The surgeon reported that corneal edema was observed. The cataract was not that hard. Additional info received from the surgeon stated, the pt does not have corneal edema. The company sales representative observed, the incision may be tight. The dvd of the surgery may be available for review.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with cfr 803.56 when additional reportable info becomes available. (B)(4). (B)(4). (B)(4).